Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 2.0 mg/ml for a total dose of 1.0495 mg/day and compounded bupivacaine 30 mg/ml for a total dose of 15.743 mg/day via an implantable pump for malignant pain. It was reported on (B)(6) 2018 the patient reported fatigue and feeling ill. The hcp scheduled the patient for a pump rate adjustment. On (B)(6) 2018 the pump was reprogrammed where the intrathecal (it) rate was decreased. On (B)(6) 2018 the patient reported feeling "drugged"/over-medication/medicated. On (B)(6) 2018, the pump was reprogrammed where the intrathecal (it) rate was decreased. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was it medication side effects. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (hydromorphone) was possibly related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6). No further information was provided.